Event description:
Customer reported a port issue and noted that on (B)(6) 2012 at around 5 pm, he tried to perform a test using his adc blood glucose meter, but the meter would not turn on after a test strip was inserted into it. He further reported that even though his meter would not work, he still needed to take his insulin, but then noted feeling "symptoms of low blood sugar" including "sweating a lot", and then he experienced a loss of consciousness. Paramedics were called and treated him on the scene with an intravenous infusion of unknown type. Customer was not transported. During troubleshooting with customer service, customer was able to successfully perform a blood glucose test. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and a new issue was observed. The meter powered on with button and with insertion of strips. Investigation did not observe power issue with strip port. This is a final report.